Manufacturer narrative:
Per tandem user guide: "check the cartridge, tubing, and infusion site for any sign of damage or blockage and correct the condition." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred and that the pump battery does not charge past 80%. Reportedly, the customer would clear the alarm and resume insulin delivery. There was no reported impact to the customer's blood glucose level. Customer declined to troubleshoot with tandem technical support.